Event description:
The patient had sensing issues with the rv lead. It created artifacts and lead to the patient being shocked inappropriately. This lead was capped.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.